Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed to open, device ID was not populating in cubie admin. A field service engineer replaced the controller board and the glycol bottle, reseated the communication bus cable on the smart remote manager and tightened on the back of the station to resolve the issue also booted the station into the app to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, smart remote manager failed to open, device ID was not populating in cubie admin. The customer stated that the malfunction occurred when user trying to issue medication to the patient. However, there was no delay in patient care or harm reported. There were no adverse events or injuries reported based on this event.